Manufacturer narrative:
The reported event of ¿guidewire soft exited through the insulation¿ was confirmed. As received, a complete lead without the guidewire was returned in one piece. Visual inspection found lead body insulation perforated at the s-curve region of the lead caused by the guidewire wire which was the cause of the reported event. S-curve height was measured to be within specification.

Event description:
During the preparation for an implant procedure, an insulation defect was observed on the left ventricular (lv) lead when the guidewire was inserted and broke through the lead insulation. A new lv lead was used to resolve the event. The patient was stable with no consequences.